Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported cardiac arrest, hemolysis-mechanical interaction with blood, and device in wrong position/malposition could not be determined due to insufficient clinical information and no return of the device. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) was supported with an impella cp inserted via the right femoral artery on (B)(6) 2026 at 11:01 am. After arrival to the ccu, a foley catheter was placed and urine appeared pink tinged. The patient experienced hemolysis during impella cp support, likely associated with pump¿mitral apparatus interaction that did not resolve with repositioning. Cardiac arrest was likely due to the patient¿s presentation in the catheter lab of scai stage e and critical underlying condition. Despite the hemolysis, the device continued to function, and the patient remained hemodynamically stable on support. The pump was successfully weaned and explanted on (B)(6) 2026 at 2:30pm and the patient survive. The pump will be returned for further evaluation.